Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery voltage has decreased from 3.22 volts at last check (6 months prior) to 2.81 volts. The clinician inquired if the battery was depleting rapidly, as minimal therapy has been provided. A guidant technical services consultant recommended sending device data to guiant for engineering review; however, this was not done, as the patient had already been sent home. The local guidant field representative was informed of the clinician's concern. The patient was sheduled for a follow-up in 3 months. The device's battery voltage/status was reevaluated at that time.